Manufacturer narrative:
(B)(4). Device was not returned for evaluation. A 510 number will not be provided in the emdr as this is an international code for distribution outside of the u.s. But is being reported as it is the same as or similar to a code distributed within the u.s.

Event description:
This is a spontaneous report by a nurse from (B)(6) of blood pressure decrease in a patient coincident with dianeal therapy. On (B)(6) 2010 a hospital nurse called baxter when she was instructed by a doctor to abort the therapy for a patient whose blood pressure dropped. The call center confirmed the therapy result, and asked the nurse to abort the therapy manually and remove the tubing. On an unknown date, the patient began treatment with dianeal intraperitoneally (ip) for chronic renal failure. Treatment for the event of hypotension and the outcome and reporter's causality were not reported. There was no allegation of device malfunction. Follow up information was received by the patient's physician. The physician reported that on an unknown date, the patient began treatment with dianeal-n pd-2 2.5% by automated peritoneal dialysis and extraneal therapies. In early (B)(6) 2010, the patient was hospitalized for scheduled surgery for complication of arteriosclerosis obliterans (aso). On (B)(6) 2010, during the hospitalization, the patient experienced a blood pressure decrease. The peritoneal dialysis (pd) therapy was temporarily withdrawn. There was no medical treatment for the event. At the time of the report, the patient remained hospitalized but the patient recovered from blood pressure decrease. Pd therapies were unchanged and ongoing. (B)(6). Medical history includes chronic renal failure and arteriosclerosis obliterans (aso). Per the physician, the event was non-serious. The physician reported that the patient tended to have blood pressure decreases. Per the physician, the event was not related to pd therapies because the ultrafiltration was very little.